Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the information provided to abbott vascular, the manufacturing records and complaint history for the reported lot. Potential causes for soft tip damage/defect were considered, including manufacturing and user technique. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. A query of the complaint-handling database identified no other incidents reported from this lot. It is possible that the clip was oriented in such way that resulted in an interaction between the clip and the guide tip upon retraction of the cds. This interaction would cause the difficulty/resistance removing the cds and the damage on the soft tip; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the damage noted to the tip of the steerable guiding catheter (sgc) observed after the clip delivery system was difficult to remove. Sgc soft tip damage as a result of difficulty to remove the cds has a remote potential to result in serious injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The left atrium was noted to be small. The first clip delivery system (cds) was advanced to the left atrium; however, due to a low transseptal puncture, a good position could not be obtained. The leaflets were never attempted to be grasped, and it was decided to remove the cds for a new transseptal puncture. During removal, the cds met slight resistance with the steerable guiding catheter (sgc). After the devices were removed, it was observed that the tip of the sgc was bunched up. A new sgc was used successfully. Two clips were implanted and the mr was reduced to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The clip delivery system referenced is being filed under a separate medwatch MFR number.